Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous creatinine modular (crem) results on multiple patients generated by the synchron lx 20 pro clinical systems. The erroneous results were reported out of the laboratory. The samples were retested on an alternate unit and lower results were obtained. Amended reports were initiated for the samples where the differences in the results were outside the normal range. Unknown if treatment was initiated or withheld.

Manufacturer narrative:
On (B)(4) 2010 at 11:00am, controls were run and the results were within the established ranges; however, at 7:30 pm the controls were ran and high results were reported. The customer replaced the crem reagent, primed the cup and repeated the qc which results in low range. A bci field service engineer (fse) found a leak in the reagent pump. Fse performed the following: cleaned the pump, the reagent pump and replaced hardware on the unit. Modular chemistry to cup alignment and cup height alignment. Cleaned the crem reaction cup assembly. Calibrated the unit. Ran controls and precision test. No additional information are available. The following medwatch reports are linked to this event: 2050012-2010-01177, 2050012-2010-01216, 2050012-2010-01217, 2050012-2010-01218.